Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual inspection revealed that the core wire is intact. All of the pebax is missing from the core wire. Evidence of the pebax adhesive is visible. The cause of failure has not been determined.

Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a procedure in 2006 (patient age, gender and weight are unknown). According to the complainant, after the jagwire guidewire was inserted into the target lesion, an attempt was made to insert a catheter along the guidewire. However, during insertion, the physician found that the pebax coating had ripped. The catheter was removed; however, the guidewire was unable to be removed. A sheath was inserted to assist in removal of the guidewire, by containing it. However, it was found that the pebax coating had ripped off and fallen inside the patient. When the guidewire was examined outside of the body, it was found that the core wire was exposed. The device fragment was not retrieved. An abdominal operation or percutaneous stone removal is now planned to remove the bile stones. No patient complications were reported as a result of this event.